Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The device log does not capture reports of this type. Analysis of reports of this type has not identified an increase in trend.